Event description:
It was reported that air bubbles were observed within the infusion set tubing. Reportedly the customer was using cold insulin. Tandem technical support educated the customer that using cold insulin is off label per the tandem user guide. Customer¿s blood glucose level was approximately 300-307 mg/dl. Customer primed the tubing to address the issue and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.